Event description:
It was reported that following a polypectomy procedure, patient death occurred. The target polyp was in an unspecified colonic location. A sensation std oval snare had been advanced to treat the target polyp. The snare was able to cut the polyp and the snare loop was retracted. Approx. 5 seconds later, the patient 's colon "exploded" resulting in a "2/1/2" gap. Surgical resection of the colon was performed. It is the physician's opinion that the event was attributed to a buildup of methane gas from improper colon prep. The patient died the following day. The official cause of death is unknown; however, the physician mentioned septic shock.